Manufacturer narrative:
This is a final report. The medical event was related to customer using an expired test strips. Therefore no further investigation of the product is required. The date of manufacture is unknown. The date listed in section h-4 is the date when abbott diabetes care became aware of the event. In addition, precision meters will display error 6 message if an expired test strip is used. In this case, the customer used an expired test strips.

Event description:
Customer's friend reported that the customer was unable to test her blood glucose level because of the error 6 message on her adc blood glucose meter. The caller further reported that the customer "gotten up" from a chair, seeing "stars and sparkles", and then she lost consciousness. Paramedics were called and responded. Paramedics initiated an IV and transported the customer to the hospital. Customer was diagnosed with hypoglycemia and treated with unspecified fluids via intravenous route and she was also given orange juice. There was no report of death or permanent injury associated with this event.